Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. H6 code d16: further information was requested from the clinical study site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vbx 21-04 medrio study database: on (B)(6) 2020, this 76-year-old male patient underwent endovascular treatment for thoracoabdominal aneurysm. The patient was treated with a zenith® t-branch® thoracoabdominal endovascular graft (cook medical). On (B)(6) 2020, five gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) were implanted successfully, one in the celiac trunk, two in the superior mesenteric artery and two in the right renal artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was implanted successfully in the left renal artery. On (B)(6) 2025, a type iiic endoleak was observed in the left renal branch and artery, which required in-patient or prolonged hospitalization and medical or surgical intervention. On (B)(6) 2025, a repeat intervention was performed due to the type iiic endoleak, which was caused by disconnection between branch and visceral stent. During this repeat intervention a viabahn stent and a 6 x 29 vbx stent were implanted. Patency was confirmed at the end of the repeat intervention. On (B)(6) 2025, the patient was discharged and the outcome of the adverse event was noted to be recovered / resolved with sequelae.

Manufacturer narrative:
H3 other; h6 codes b20, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.